Manufacturer narrative:
Final analysis found no abnormalities aside from physical damage possibly sustained at explant. The proximal coil was slightly crushed at 8:8 cm from the connector tip and dry body fluid was noted in both coils.

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high thresh olds and low lead impedance.